Event description:
Patient had a lead replacement occur. The generator was left implanted as 75-50% of the battery was remaining. Per hospital policy, the explanted lead is not expected to be returned. No additional relevant information has been received to date.

Event description:
It was reported that the patient was interrogated to have high impedance. The patient generator was programmed off. It was reported that the patient was scheduled for a lead revision. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.